Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced striped and dark image issue during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. Correction on field g2 (health professional was inadvertently omitted in the initial report). The device was returned to olympus for inspection. Of the issues reported by the customer¿striped image and dark image¿only the striped image was confirmed. During the evaluation, a reportable malfunction was identified: a broken video cable. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the striped image was caused by the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.